Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: the rn admitted a patient that requiring pressor (norepinephrine). The patient had no central line; therefore, running peripheral norepi alarm and difficult to run the pressor. We had a backup norepi line running so the nurse used the lines to troubleshoot the alarms. When the patient got the central line access, the rn switched the line from norepi pheripheral concentration to central concentration and the alarm resolved. This has delayed the patient care 1 hour and then we had the risk of hypotension for the patient as the patient could not get the pressor therapy.